Manufacturer narrative:
No lot number was provided therefore, device history record (DHR) review can not be performed. Three samples received for investigation, see the picture in attachments. During investigation the visual inspection confirmed that product was assembled as per drawing specification and the samples doesn't show any signs of damage. Also the functional test was performed on the samples products were inflated using original inflation bulbs and no issue was observed. Based on these testing, investigation team was unable to confirm reported issue. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the three clear cuff pressure infuser bags identified as not reaching required pressure on first use. The faulty inflation bulbs have a rattle when shaken unlike those from the working bags. When the inflation bulb is swapped with a working unit. No patient injury was reported.